Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. The distributor went onsite to evaluate the device. It was identified that the main printed circuit board required replacement to resolve the reported issue. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm during use with a patient. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspect vela main pcba and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. No damage was found. The root cause of the reported issue was not found . Transducer was calibrated and the machine met specifications.